Event description:
The customer reports that during gastric sleeve procedure, the clips were scissored. Torque was applied during firing. A 10mm device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.